Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via facebook of a motor error from his insulin pump. The customer's blood glucose level was unknown. The patient received two motor errors after installing new reservoir and infusion set. The customer received another motor error today after installing a new reservoir. The customer was advised to call the 24 hour helpline for assistance.